Event description:
It was reported that, on an unknown date, a clave¿ neutral connector generated a no-flow event during patient use. The initial report stated that in the vascular unit of the hospital, issues with the connector when beginning an infusion were noted. When the luer lock syringe with saline solution was connected a flush was unable to be performed because it did not allow the connector to infuse. In some cases, the intravenous tubing (IV) has been removed from the patient considering that this was the problem, however, when the connector was replaced, it worked. There are two affected samples available for evaluation. The product is not contaminated, low biohazard or contained a chemotherapeutic agent, and it was not reprocessed or re-sterilized prior to use. No medication was used while using the connector. The patient¿s IV and catheter were changed as a result of the event. No additional information is available at this time.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.